Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted.

Event description:
Bausch & lomb received a mail communication from a consumer who underwent implantation of the crystalens intraocular lens in both eyes. This report refers to the left eye. Postoperatively, the patient reports experiencing severe dry eyes, double vision, halos and foggy vision at night, and unable to drive at night due to haze and glare. The patient states different treatments were attempted but were unsuccessful. Reference MDR: 2031924-2011-00010.